Event description:
It was reported that it wasn¿t the previous device, that one worked very well but the second one was the one that didn¿t work. It was unclear from the information provided which device did not work. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06yau, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later clarified the first stimulator was the one that did not work. Information reasonably suggests the second stimulator was fine.